Event description:
A customer reported that erroneous, low or suppressed cartridge chemistry results were generated on a unicel dxc 800 synchron system for multiple patients over two days. This report represents the erroneous low or suppressed cartridge glucose (gluc) results generated for seven patients on (B)(6) 2012. Beckman coulter inc assessment of customer supplied data indicated that upon repeat, numerical results were generated, were higher and were considered valid. The customer provided additional analyte results generated on (B)(6) 2012; however, none were in question as part of this event. The erroneous low gluc results were not reported from the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. There were no issues with instrument gluc quality control (qc) results or calibration results prior to the event. No sample collection/handling or additional system/analyte performance information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) replaced the 3-way valve at the sample syringe for the cartridge chemistry side of the instrument. The fse also replaced the vacuum pump and rebuilt the air/vacuum pump. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode of this event appears to be a hardware related. Associated MDR: 2050012-2012-00771.